Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue between the patient connector and adapter. It was reported there was no issue with the adapter. The event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was evaluated. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and device integrity (connection) testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.